Manufacturer narrative:
Investigation included technical support troubleshooting and device history review. Investigation of this case revealed evidence consistent with a faulty external power/charger accessory, with functionality restored using an alternate charger. It was concluded that the charging pad and cord were defective and that replacing the accessories was an appropriate corrective action.

Event description:
It was reported that the ilet device would not charge on the supplied charging pad despite a solid green indicator on the pad; the device charged successfully when connected to an alternate cell phone charger, indicating a malfunction of the external charging pad and cord. Symptoms included no patient symptoms. Outcomes included replacement supplies shipped.